Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 400 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer had a headache due to their high blood glucose. Troubleshooting found the customer's insulin pump failed the high pressure test twice. It was also found the customer's insulin pump had an absence of no delivery alarms. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.